Manufacturer narrative:
The report received indicated that a (B)(6) year-old female patient had a 6x 15 mm palmaz blue stent implanted in left renal artery for "high blood pressure control". The patient had a history of high blood pressure, diabetes, left kidney problem and elevated cholesterol. Approximately 28 months later the patient reported "terrible pain in the left side of back in area of kidney. Patient was admitted to the hospital overnight and an angiogram diagnosed that the stent was imbedded and had blocked off all of the flow of blood to kidney. It had shrunk and stopped operating. No additional information is available. Percutaneous renal artery stenting has become the treatment of choice for ostial atherosclerotic renal artery stenosis. In-stent restenosis (isr) still remains a persistent problem because atherosclerotic stenosis is a progressive disease. The incidence of isr after renal artery stenting has been reported in the literature to be 12 to 21% and as high as 44% in one series. Although there is no standard treatment method, stenting shows a reduction in the restenosis rate compared to conventional angioplasty. Published literature points out that there seems to be a significant relation between stent diameter and length and restenosis. This relation confirms the importance of correct stent selection in increasing long-term patency. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Additional information was received. The patient called and provided the product lot number. The restenosis/imbedded stent was treated by implantation of a non-cordis stent inside the previously implanted palmaz blue stent. Since treatment, the patient reported that she was doing better. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Conclusion updated to include additional information and DHR: the report received indicated that patient had a 6x 15 mm palmaz blue stent implanted in left renal artery for "high blood pressure control". Approximately 28 months later the patient reported "terrible pain¿ in the left side of back in area of kidney. Patient was admitted to the hospital overnight and an angiogram diagnosed that the stent was imbedded and had blocked off all of the flow of blood to kidney. It had ¿shrunk and stopped operating¿. Upon receipt of additional information, the patient was able to provide the product number and noted that the restenosis of the stent was treated by implantation of a non-cordis stent within the previous implanted stent. The patient reports that she is now ¿doing better¿. The patient had a history of high blood pressure, diabetes, left kidney problem and elevated cholesterol. No additional information is available. The device remained implanted in the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15008105 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Percutaneous renal artery stenting has become the treatment of choice for ostial atherosclerotic renal artery stenosis. In-stent restenosis (isr) still remains a persistent problem because atherosclerotic stenosis is a progressive disease. Although there is no standard treatment method, stenting shows a reduction in the restenosis rate compared to conventional angioplasty. Published literature points out that there seems to be a significant relation between stent diameter and length and restenosis. This relation confirms the importance of correct stent selection in increasing long-term patency. In this case the reported restenosis may have hindered arterial blood flow to the kidney leading to decreased renal function. It could not be determined if the reported back pain was related to the implanted device. Based on the limited information provided, the exact cause could not be conclusively determined. The DHR does not suggest that the reported issue could be related to the design and manufacturing process of the device; therefore, no corrective and preventive actions will be taken at this time.

Event description:
The report received indicated that patient had a 6x 15 mm palmaz blue stent implanted in left renal artery for "high blood pressure control". Approximately 28 months later the patient reported "terrible pain in the left side of back in area of kidney. Patient was admitted to the hospital overnight and an angiogram diagnosed that the stent was imbedded and had blocked off all of the flow of blood to kidney. It had shrunk and stopped operating. No additional information is available.

Manufacturer narrative:
Concomitant medications: amlodipine, pravastatin, asa, diovan, plavix, lantis, novalog, carvedilol. The product remains implanted and not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.